Manufacturer narrative:
(B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2009. During an unrelated procedure on a later date, an asymptomatic erosion of the mesh through the vaginal mucosa was identified. The mucosa was closed over the mesh material. Additional information has been requested.